Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the e222 error was present during testing. Additionally, the scope mount head had notable wear present, as did the main body. The main body¿s watertightness had been compromised. The cable was twisted, the connector stamped, and the cable had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was presenting an e222 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that this event took place during a therapeutic procedure. The intended procedure was completed using a replacement tower. There were no negative effects to the patient as a result of this event.